Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8100 sn: (B)(4)customer wanted to know how to correct this error code. I explain to the customer that he needed to re flash the 8100 and this should correct this error code. I also explain to the customer that this error code is a timed out code that you didn't finish programming the 8100 so it timed out. I also explain to the customer that he may need to disconnect the 8100 and reconnect the 8100. This to would be a way to reset the 8100. The customer said ok and ended the call. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he needed to re flash the 8100 and this should correct this error code. I also explain to the customer that this error code is a timed out code that you didn't finish programming the 8100 so it timed out. I also explain to the customer that he may need to disconnect the 8100 and reconnect the 8100. This to would be a way to reset the 8100. The customer said ok and ended the call. Ref: (B)(4).